Manufacturer narrative:
As per the previous report, this was a death case. According to additional information, the device was returned as it was no longer needed and was subsequently scrapped in accordance with manufacturer instructions.

Event description:
The manufacturer received information alleging a patient with a dreamstation device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.